Event description:
It was reported that during an anterior resection procedure, there was an incomplete staple line with an anterior leak. To address the situation, the surgeon placed two sutures at the leak site and retested without any leak. The surgeon did not divert with the stoma. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.